Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint: (B)(4).

Event description:
It was reported that a patient underwent a novasure endometrial ablation on (B)(6) 2015. The patient reported ongoing pelvic pain after the procedure. A hysterectomy was perfomed on (B)(6) 2018.